Event description:
It was reported that the patient has had short periods of time since monday, (B)(6) 2011, in which he has had no access to sound. If he touched and pressed the coil, he was able to hear again. On (B)(6), he no longer had any access to sound, even if he pressed the coil. He was only able to hear an interference like noise, while the speech processor was turned on. The external equipment has been checked. There is no history of an accident or trauma. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.